Manufacturer narrative:
The explanted intraocular lens was discarded at the surgery center. Prior to release the lens met all manufacturing specifications. The reporter stated the cause of this event was a problem with the patient's eye anatomy and not the intraocular lens. All information received is included in this report. Lens discarded at surgery site.

Event description:
It was reported the patient's chamber collapsed after insertion of the intraocular lens (iol). The lens started to dislocate, surgeon enlarged the incision to remove the lens. A decision was made to allow the patient's eye to rest for a few days prior to inserting another iol. Surgeon stated the problem was with the patient's eye anatomy and not the device. Lens was discarded in the surgery field.